Manufacturer narrative:
Device was implanted on (B)(6) 2017. At the time of reporting, device was not explanted. It is unknown if the device was explanted at the later date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown it is unknown when the event occurred. This report is for 1 (one) nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a tfn-advanced¿ proximal femoral nailing system (tfna) procedure that was performed on (B)(6) 2017 where a nail, blade and screw were implanted. Post-operatively, an x-ray was taken which showed that the nail had broke. Patient was sent to another facility where future plans regarding revision will be determined. Follow-up information will not be available. Concomitant devices reported: unknown blade (part# unknown, lot# unknown, quantity 1), unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involved 1 part. This report is for an unknown nail. This report is 1 of 1 for (B)(4).